Manufacturer narrative:
(B)(4).

Event description:
An article published titled "moxifloxacin-associated acute pigment dispersion and iris transillumination after phakic lens surgery." The article is about: a 23-year-old man experienced symptoms of unilateral eye pain, increased iop, diffuse pigment dispersion, transillumination defects, and mydriasis after successful bilateral starr visian evo implantable collamer lens implantation. Attempts to obtain additional information have not been successful.